Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the returned battery cap was able to fully tighten onto the pump and the battery compartment was intact. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. There was no evidence of short battery life observed in the pump's black box however multiple battery alarms were observed in the alarm history. The pump's current draws were within specifications. The pump passed a leak test. There was no evidence of additional moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.